Event description:
The account alleged when the bed exit alarms there is no sound from bed but it does send a nurse call.

Manufacturer narrative:
The account found the bed exit piezo is not functioning. The account replaced the bed exit board to repair the bed.